Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: additional information: on 21 april 2025, a hamilton-c6 ventilator triggered multiple alarms during active ventilation, including technical event (te) 231032 (expirationvalvedisconnected), low peep, and low pressure. The patient had been ventilated for several hours prior to the event, and the ventilator was replaced to ensure therapy. No patient harm was reported. Logfile analysis showed that the event occurred during ventilation, and the expiratory valve (part no. Msp160557) was identified as the root cause. The defective valve was removed and replaced and the ventilator successfully passed all functional and performance tests. Following that the ventilator was returned to clinical use, and the corrective action is considered to have fully resolved the issue. Additional information and corrected data: update of the idmrf code section h6.

Manufacturer narrative:
Hamilton medical ag ref: (B)(4).

Event description:
The following was reported to hamilton medical ag: "patient was ventilated several hours and suddenly during ventilation were appearing alarms tf 231032, low peep, low pressure. Ventilator had to be replaced for another one." No health consequences or impact. Investigation is ongoing and alleged malfunction has not been confirmed yet.

Manufacturer narrative:
Corrected data: expiratory valve assembly in conclusion text; section h6 the imdrf code c was corrected. On 21 april 2025, a hamilton-c6 ventilator triggered multiple alarms during active ventilation, including technical event (te) 231032 (expirationvalvedisconnected), low peep, and low pressure. The patient had been ventilated for several hours prior to the event, and the ventilator was replaced to ensure therapy. No patient harm was reported. Logfile analysis showed that the event occurred during ventilation, and the expiratory valve assembly (part no. Msp160557) was identified as the root cause. The defective expiratory valve assembly was removed and replaced and the ventilator successfully passed all functional and performance tests. Following that the ventilator was returned to clinical use, and the corrective action is considered to have fully resolved the issue.